Event description:
It was reported that a wireless battery module for a spectrum pump has "damage to pcb and causes pump to constantly reset." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "damage to the pcb" caused by fluid intrusion (corrosion) and disabling the unit's wireless connection capabilities. This issue could also cause the device to cycle on/off without user input. The battery model was retired as it was deemed irreparable due to the mac address assigned as the product serial number.